Event description:
It was reported during knee arthroplasty while drilling that the tibial peg drill fractured. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. H6 - component code - proposed code is mechanical (g04) - drill. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.